Manufacturer narrative:
The drill attachments was returned to the manufacturer, and the complaint was confirmed. Based on the device eval, a broken bur was found within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during a surgical procedure, a broken bur was discovered within the drill attachment, prior to the device being used on the pt. Backup equipment was used to complete the procedure, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.